Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient observed insulin present on the incorrect side of the cartridge stopper. The patient stated that after returning home and checking the pump due to elevated blood glucose levels for slightly over an hour, this issue was identified. The agent verified the patient¿s email address and planned to send follow-up information. The affected product was associated with the reported lot number. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.